Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2014 and topical skin adhesive was used. The patient returned to the surgeon three weeks later and reported that she had a skin reaction. The patient had seen a general practitioner who described it as a macular papular rash over the entire lower leg. The current condition of the patient's rash was reported as being cleared up. Additional information has been requested.